Event description:
It was reported that during set up of a surgical procedure at the user facility, there was debris inside the device's package. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The unit was received for evaluation. It was received in opened package. No foreign material was found during visual inspection performed. Therefore, the reported foreign material condition was not confirmed.

Event description:
It was reported that during set up of a surgical procedure at the user facility, there was debris inside the device's package. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.